Event description:
Reportedly, asymmetric lens vault with myopic shift was noted approximately 8 days post implant. The lens was repositioned on (B)(6) 2015 and a ctr was placed. The surgeon indicated the likely cause of event was anterior capsular contraction syndrome. Patient's status is good. This report refers to the patient's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.